Event description:
The facility reported an automix 3+3 compounder that is inaccurate. The final bag weight reading did not match what the compounder said was delivered: the final bag was programmed to be 2100 g, and the actual final bag weighed 2500 g. This condition occurred during compounding in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter for evaluation. A visual inspection and functional tests were performed. The condition of automix 3+3 compounder with inaccurate final bag weight reading was not confirmed or duplicated during accuracy-related testing. Delivery accuracy tests found the device to be delivering within specifications. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review was performed, revealing that the reported condition is not related to any previous customer service request on this compounder. Baxter will continue to monitor similar reports to determine if further actions are required.